Manufacturer narrative:
Additional clarification is being requested. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information indicated the ins was implanted (B)(6) 2013; however, this contradicts additional information which reported the ins was implanted (B)(6) 2015. No further complications were reported/anticipated.

Manufacturer narrative:
Incorrect serial number was previously provided from the clinical study. Correct serial number contained within this report. See section d for updated fields. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information confirmed the ins was implanted in (B)(6) 2015. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that on (B)(6) 2016 the patient had a clinical diagnosis of rupture of the external left sub-clavicular wound. The event resulted in in-patient hospitalization in which the patient's ins was surgically revised and transposed from a subcutaneous pouch to a sub-muscular pouch. The event was stated to be resolved on (B)(6) 2016, however on (B)(6) 2017 the patient presented with rupture of the left sub-clavicular wound again. The patient's ins was revised a second time to remove it from the sub-clavicular pouch and move it to a new subcutaneous left abdominal pouch. The event was again reported as resolved without sequela on (B)(6) 2017, however the patient presented for a third time with left external wound rupture on (B)(6) 2017. The patient's ins was revised for a third time, removing it from the left subcutaneous abdominal pouch into a new sub-muscular abdominal pouch. This third intervention took place on (B)(6) 2017, and the event was reported as resolved without sequela on (B)(6) 2017. The etiology was stated at not related to the device or therapy, and possibly related to the implant procedure. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp). It was reported that the cause of the issue was unknown. The hcp thought it could be caused by the ins dimension and shape. The etiology was updated to indicate that it was not caused by the implant procedure.